Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, in a patient with severe calcification at the left ventricular outflow tract (lvot), no issues were noted. Two months, twenty-five days following valve implant, an echocardiogram was performed which showed a leak that appeared to be central, but was confirmed to be moderate-severe paravalvular leak (pvl) due to the lvot calcification. Three months, five days following valve implant the physician reported the clinical observations to the medtronic sales representative and notified a corrective procedure was scheduled for the next day. Three months, six days post-implant the pvl was treated with placement of a non-medtronic amplatzer plug which resolved the pvl. No additional adverse patient effects were reported.